Manufacturer narrative:
Corrected data: upon further review of the even, it was noticed that some information was inadvertently not captured in the section b5 of the initial MDR report. Also, it was noted that an incorrect age (56 years) was inadvertently entered in the section "a2", an incorrect date of event (11/23/2023) was entered in the section "b3", the date of implant was inadvertently not entered in section "d6a" and the sections (e2 & e3) were not answered correctly in the initial MDR report. In review, it was also, noticed that the component code (4755) and the type of investigation codes (3331 and 4109) were inadvertently entered in the follow up MDR #1 while they were not required. It was also noticed that "h2" and "h3" fields/boxes in the follow up MDR #1 were inadvertently left blank. Therefore, the information has been updated and corrected in this supplemental MDR report as indicated below: section a2: age at time of the event: 57 years. Section b3: nov 20, 2023. Section b5: there was no delay in procedure reported and no vitrectomy, no incision enlargement and no sutures required. Patient outcome was reported as no problems. Section d6a: if implanted; give date: on (B)(6) 2023. Section e2: health professional? Yes. Section e3: occupation: nurse. These selections should have been made in the follow up MDR #1: section h2: if follow-up, what type: additional information & device evaluation. The listed codes were not required to be entered in the follow up MDR #1: section h6: type of investigation: 3331 - analysis of production records. Section h6: type of investigation: 4109 - historical data analysis. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 02/12/2024 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. Conclusion: the complaint issue explant and unexpected postop refraction were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens was explanted due to residual myopia/ astigmatism. The patient was not seeing well after the cataract surgery and chose to have the lens explanted for the same model and same diopter in a secondary procedure in the hopes of a better vision. The issue was noticed during post-op examination. No other information is available.

Manufacturer narrative:
Section : a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.